Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc catheter shears. The following information was provided by the initial reporter: we had three more occurrences of catheter shearing last night. The ed nursing staff had caught this prior to using on the patient. This is the third incident within the last 12 calendar months. This was a different lot than the last two occurrences. (B)(6) has held onto the affected product. Please send a send a shipping label and the process for return to your company for evaluation. Additional info: 1. To my knowledge there has not been any patient injury. I have cc'ed our ed assistant nurse manager xxx. In case there is information I missed. 2. All of the incidents were reported to xxxx prior to the initiation of this email chain. (B)(6) 2025, (B)(6) 2024, and (B)(6) 2025 3. Yes, there is a clean sample available. No injury to the patient occurred. I have the catheter and retracted needle in our office. Additional info: correct, the most recent reported event was 3/6/25.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample received for investigation. Your report of a damaged catheter was confirmed; however, the root cause could not be determined from the 20g insyte autoguard device that was provided for investigation. A breach was observed in the catheter tubing near the tip. The needle can shear the tubing at this location, but it could not be determined how or when the catheter was damaged. A device history record review showed no non-conformances associated with this issue during the production of this batch.